Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05491. It was reported that the patient experienced ineffective therapy due to invalid impedances. As a result, the patient underwent surgical intervention on (B)(6) 2022 where the physician attempted to remove the leads but was unable due to scar tissue. The procedure was abandoned. They may have another surgical intervention, since the impedance issue was not resolved.

Event description:
Information indicates that surgery took place wherein the leads were explanted and replaced to address the issue. (Surgery reported under related manufacturer reference number: 1627487-2024-10334, 1627487-2024-10335).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.